Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.0mm diameter by 24mm length s7 stent delivery system was inserted in a saphenous vein graft to the proximal right coronary artery. The lesion was pre-dilated with a 2.5mm by 20mm length ptca balloon. It was not possible for the stent to cross the target lesion, therefore, the guide catheter and the stent delivery system were pulled back as a single unit to the femoral sheath. During removal of the device, the stent dislodged when it was being pulled into the guide catheter. Attempts to retrieve the stent were unsuccessful. The stent remains within the pt's arterial vasculature. Subsequently, two s7 stents were successfully implanted to treat the target lesion. The pt was reported to be fine post procedure and there was no additional clinical sequelae related to the event. The instructions for use were not followed for 1:1 pre-dilatation which likely contributed to the stent not crossing the lesion.